Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately low compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 2-3 weeks prior to contacting lfs. The patient reported obtaining alleged inaccurate low blood glucose readings of ¿8.0, 10.3 and 12.3 mmol/l¿ with the subject meter on unspecified date/times. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that he manages his diabetes with a combination of diabetes medications (metformin and farxiga) and denied making any changes to his usual diabetes management regimen in response to the alleged low results. The patient reported that at an unspecified time on (B)(6) 2017 he developed symptoms of ¿vision issue, nausea and lightheaded¿. In response to the symptoms, the patient claimed he treated himself with 12 units of rapid acting insulin. No other device was used for testing. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The csr noted the patient did not have control solution to perform quality control testing. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.